Event description:
Scratched gum mouth [gingival injury] head wouldn¿t stay attached to the toothbrush...flies off - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b cross action toothbrush head would not stay attached to the oral-b toothbrush and it flew off during use. No injury was reported. 01-may-2024 follow up via e-mail: the consumer reported that when the oral-b cross action toothbrush head came off of the oral-b toothbrush in their mouth while they were brushing their teeth, it scratched their gum. No serious injury was reported. 01-may-2024 follow up via pictures: the suspect product was oral-b power oral care refills crossaction, model eb50rb-4. The suspect product lot was 1081786000. No serious injury was reported. 01-may-2024 follow up via digital safety assessment survey: the consumer was an adult female. No serious injury was reported. 02-may-2024 follow up via pictures: the concomitant product lot was 2 ab105 40107. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Scratched gum mouth [gingival injury]. Head wouldn¿t stay attached to the toothbrush...flies off - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via e-mail stated that the oral-b cross action toothbrush head would not stay attached to the oral-b toothbrush and it flew off during use. No injury was reported. 01-may-2024 follow up via e-mail: the consumer reported that when the oral-b cross action toothbrush head came off of the oral-b toothbrush in their mouth while they were brushing their teeth, it scratched their gum. No serious injury was reported. 01-may-2024 follow up via pictures: the suspect product was oral-b power oral care refills crossaction, model eb50rb-4. The suspect product lot was 1081786000. No serious injury was reported. 01-may-2024 follow up via digital safety assessment survey: the consumer was an adult female. No serious injury was reported. 02-may-2024 follow up via pictures: the concomitant product lot was 2 ab105 40107. No serious injury was reported. 26-jun-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
26-jun-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.